Event description:
During installation of the device, the service representative reported the volume tracking on the cardioplegia monitor was not functioning as expected. The display was blinking every second. Since the event occurred during installation of the device, there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.